Event description:
The smiths medical level 1 fluid warmer model #1200 has poor labeling. The controls and alarm indicators have ambiguous icons without text. A previous model #1000 had these same ambiguous icons, but there was good labeling for the user to know exactly what the icon meant. Another issue is that the warmer has 3 micro switches to detect the proper installation of the disposable set. One switch is at the top of the set, the second is about six inches down from the top and the third is near the bottom of the set. These switches are spread out a few feet from top to bottom. The set can appear to be installed properly, but the tubing is flexible and can be installed such that one of the micro switches is not making contact. There is one alarm indicator that is activated by any one of these three micro switches. The alarm icon (without a text label) on the model 1200 is attempting to indicate "disposable". There is no labeling or led to indicate where these micro-switches are or which one is causing the alarm. This unit was setup for use in the trauma room. During a trauma the warmer alarmed "disposable", but the staff wasn't able to quickly determine where the problem was. There are also two test buttons with ambiguous icons. If the operator presses one of these test buttons the unit stops operating as a warmer, goes into the specific test mode and the unit must be turned off and on again to return to normal operation.